Manufacturer narrative:
The investigation determined that discordant reactive vitros (B)(6) results were obtained from two samples collected from a single patient, processed on the vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. The event was isolated to a specific patient sample; therefore, an unknown sample related issue or the presence of a non-specific (B)(6) interferent in the sample are possible contributing factors to the event. In addition, a reagent issue or an instrument issue could not be ruled out as potential contributing factors to the event. The definitive assignable cause is unknown.

Event description:
The customer reported that reproducible, discordant, reactive vitros (B)(6) results were obtained from two samples obtained from a single patient using a vitros 3600 immunodiagnostic system. (B)(6): sample 1 - reactive; sample 2 - reactive. No signal / cutoff value provided. It was believed that the true (B)(6) status of the patient was (B)(6) based on non-reactive vitros (B)(6) total results obtained from the same patient samples. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported outside of the laboratory as "inconclusive". There was no allegation of actual patient harm as a result of this event. (B)(4).